Manufacturer narrative:
RMA issued. Replacement radiolucent frame mount arm shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the threads at the base are damaged having been cross-threaded. Mechanical failure, screw cross-threaded, directly caused event.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, it was discovered that the stealth air arm had a stripped screw hole. The site was unable to attach the reference frame correctly. The surgeon opted to use a different arm to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.